Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device became stuck on a black loading screen after a reboot. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.3. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the screen was completely black. A technical support specialist (tss) attempted to log in using the care fusion admin account, but the login failed, and the system was unresponsive to user interaction. The customer rebooted the station; however, the issue persisted. With tss assistance, the field service engineer (fse) performed a complete system reimage, after which the system was successfully tested with the customer. The system functioned as intended after technical support specialist and field service engineer repaired the device.